Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24oct2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit was alarming (co2 rebreathing risk) and there was a setting drift. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 13dec2018. Date of manufacturer: 12dec2018. Philip's field service engineer (fse) began remote troubleshooting with the customer; however the biomedical engineer was not available to complete troubleshooting steps. The fse sent the customer the device user manual and information referencing the error. The customer completed troubleshooting independently. The customer concluded that the gas delivery system required replacement to address the co2 rebreathing risk. The customer replaced the gas delivery system and the issue was resolved.